Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant procedure the right ventricular (rv) lead became stuck near the tricuspid valve. The patient was transferred to a different facility where the lead was explanted and replaced. No patient complications have been reported as a result of this event.